Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure (batch no. 774372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial metaplasia. Concurrent conditions included adenomyosis, paratubal cyst, chronic cervicitis and uterus enlarged. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine") and abdominal pain ("pelvic/abdominal pain"). The patient was treated with surgery (hysterectomy full),salpingectomy (bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for pain trailing coils: left: there were 3 coils into the uterine cavity after removal of the insertion device. Right: there were approximately 3 coils into the uterine cavity after removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Reporter information, patient's medical history, lot number and auto narrative supplement were added. Rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure (batch no. 774372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial metaplasia. Concurrent conditions included adenomyosis, paratubal cyst, chronic cervicitis and uterus enlarged. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine") and abdominal pain ("pelvic/abdominal pain"). The patient was treated with surgery (hysterectomy full),salpingectomy (bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for pain. Trailing coils: left: there were 3 coils into the uterine cavity after removal of the insertion device. Right: there were approximately 3 coils into the uterine cavity after removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 774372 manufacturing date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine") and abdominal pain ("pelvic/abdominal pain"). The patient was treated with surgery (hysterectomy full),salpingectomy (bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury was replaced by pelvic/abdominal pain, migraine added. Suspect drug start and stop date, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.